Manufacturer narrative:
Complaint is not confirmed. Upon functional testing, it was noted that the suture wire passed through the shaft with no issues. Visual evaluation did not find any issues with the device. No problem found.

Event description:
On 08/24/2023, it was reported by an arthrex employee via sems that an ar-8703 micro suturelasso would not deploy wires. This occurred during use, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.